Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances. Technical services (ts) reviewed the lead data and found 3 instances of where the impedances spiked to greater than 3000 ohms. There was no noise noted. Ts recommended the patient be brought into the clinic to rule out underlying lead concerns. Both the lead and device remain in service. No adverse patient effects were reported.